Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred at the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. Blood was visually observed slowly leaking out of a cracked dial where the blue hanson line connects. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Blood was visually observed in the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed their treatment on a new machine on the day of the reported event without further issues. The complaint device was reported discarded and not available for return to the manufacturer for evaluation. Photos are available of the reported sample.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred at the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. Blood was visually observed slowly leaking out of a cracked dial where the blue hanson line connects. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Blood was visually observed in the dialysate compartment of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed their treatment on a new machine on the day of the reported event without further issues. The complaint device was reported discarded and not available for return to the manufacturer for evaluation. Photos are available of the reported sample.

Manufacturer narrative:
Plant investigation: the reported complaint was confirmed based on the provided photos. There were three photos provided. One photo shows a dialyzer connected to the machine and there was visible blood in the dialysate within the drain line. The second photo shows the wall connections for the granuflo, bicarbonate, and drain lines, and there is visible blood exiting the drain line. The third photo shows the bottom of the hemodialysis machine where there appears to be fluid present as well as on the floor. There was no visible damage noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. There was no obvious cause of the leak noted in the photos. The potential cause of an internal and an external blood leak to occur is an incomplete seal in the potting material. There may be separate causes of the internal and external leak as well, such as broken fibers or a cracked header cap. The provided photos indicate that a leak occurred, however, the cause cannot be determined and the actual sample was not returned for testing.